Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The manufacturer's representative reported that the patient suffered a cardiopulmonary arrest during an interstim lead implantation and is now in a vegetative state. During the case, the physician had placed a 3889 lead in the correct position and confirmed with x-ray. Before tunneling the lead, the physician asked the patient how he was doing, but it was assumed that the patient was too medicated to respond properly. The physician then made an incision in the left buttock in order to tunnel the lead and make the appropriate connections. At this point, the nurse anesthetist called for the anesthesiologist and stated that the patient had to be turned over. A sterile dressing was placed over the lead and incision and the patient was turned. The physician observed, that the patient was unresponsive and there was blood coming from his nose. The nurse anesthetist explained that he had tried to put in a nasal airway. The pt was intubated and CPR was performed; after the patient was stabilized, the lead was removed and steri-strips were placed over the incision. Further information has been requested from the hcp, but has not been received at the time of this report. A follow-up medwatch report will be sent if further information is received.